Event description:
It was reported that a patient had an increased intra-peritoneal volume event and abdominal pain while performing therapy on a homechoice (hc) device. This event occurred during drain four of four in peritoneal dialysis. The home patient was connected at the time of the event. The drain volume was 3863ml and the fill volume was 2400ml. The technical service representative had the home patient close and open the transfer set, check the patient line for kinks, pinches and fibrin, ensure the clamp was open on the patient line and press go. The drain volume was increasing and was 3930ml. The hc moved to the last fill on its own. The home patient stated there were no bypasses during the therapy. The home patient stated they do not do a midday manual exchange. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available..

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error, tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.